Event description:
Patient reported that since vns implant, patient has experienced a "kicking" sensation in their lower, left abdominal region. Pt described the sensation as being similar to when their baby would kick when pt was pregnant. It was reported that a "ripple" movement could be seen in the area where the kicking sensation occurred. At first it would only occur when the patient was laying down, but it has grown more frequent and is no longer positional. The patient was not sure whether this symptom was consistent with stimulation or not. The patient's physician reportedly witnessed the rippling and programmed the patient's generator to off (week of 05/2002). Device diagnostic testing was within normal limits, indicating proper device function. The patient reported that they were told by one physician that the vns may be placed on or too close to the diaphragmatic nerve. Since the vns was programmed to off, the kicking and rippling has stopped. The patient also reported that pt has had pain at the chest incision site since implant which has also subsided with the device programmed to off. It was reported that the patient is continuing their anti-epileptic medications and that their seizure control is thus far unchanged following device deactivation.